Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Posterior vitreous detachment is identified as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Posterior vitreous detachment is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: 42426-2. Please reference report 2032546-2024-00130 for the report associated with device one (1) of two (2).

Event description:
It was initially reported that during a left eye (os) trabecular microbypass stent system procedure, the surgeon was unable to implant the third stent of three (3) stents, and a back-up device was used to complete the procedure. Subsequently, the patient presented postoperatively with posterior vitreous detachment, described as "mild" and "non-serious". Per report, there was no intervention and the event is unresolved. Additional information has been requested. This report references the report of posterior vitreous detachment associated with device two (2) of two (2).